Event description:
It was reported that a patient with this electrode had received over 40 appropriate shocks due to a ventricular tachycardia (vt) storm. Many of these shocks were unsuccessful in converting the patient out of vt. The electrode was observed to have potentially migrated from its original implant position. Surgical intervention was performed and the electrode was explanted and replaced. The physician was noted to have damage the coil of the electrode during the explant procedure. No additional adverse patient effects were reported. This electrode is expected to be returned back from the field for analysis. This event will be updated upon completion of analysis.

Event description:
It was reported that a patient with this electrode had received over 40 appropriate shocks due to a ventricular tachycardia (vt) storm. Many of these shocks were unsuccessful in converting the patient out of vt. The electrode was observed to have potentially migrated from its original implant position. Surgical intervention was performed and the electrode was explanted and replaced. The physician was noted to have damage the coil of the electrode during the explant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.